Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection, found cannula bent. Unable to confirm sensor anomaly due to sensor being opened/used.

Event description:
The customer reported that she was in the hospital and had a bent sensor cannula. No further details were given as to why the customer was in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.